Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.no nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.the visual inspection of the returned device performed as part of the manufacturing investigation reported the fixation screw was broken. The investigation was not able to determine the exact cause which has led to the reported occurrence. The complaint condition is likely the result of too much mechanical force or an inappropriate angle had been applied during attaching the fixation screw (from the guiding block) to the plate. The broken screw remains in the plate hole, because of the breakage and the wear it is impossible to measuring the relevant mass of this screw. No abnormalities could be identified. No product fault could be detected.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a surgery was performed for a fracture of a distal radius. When the surgeon tried to attach the guiding block to the plate using the screwdriver, the guiding block attachment screw was broken. It remained in the plate hole. The broken screw was removed and another plate was used in order to finish the surgery without any problem. The surgeon continued turning the guiding block attachment screw with the guiding block attached to the plate. This report is 1 of 1 complaint (B)(4).